Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was hospitalized on (B)(6) 2017 due to hydrocephalus and underwent a shunt operation. When implanting the valve, it was found that it was leaking. The valve was replaced and the operation was not affected.

Manufacturer narrative:
Device information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the damage to the valve was discovered before the device was implanted. No further complications were reported/anticipated.